Event description:
It was reported that the ilet user experienced a low blood glucose of 55 mg/dl followed by a high of 373 mg/dl, with recurrent alternating lows and highs attributed to overcorrection of hypoglycemia. The user was counseled to treat lows with 15 grams of fast-acting oral glucose and to recheck after 15 minutes. Symptoms included hypoglycemia, hyperglycemia, and shaking/ tremors. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included a review of user technique and education regarding treatment of low glucose and avoidance of overcorrection. Investigation of this case revealed patterns consistent with patient over-treatment of hypoglycemia rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to hypoglycemia overtreatment.